Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with ceftazidime, 1 gram, and vancomycin, 1 gram (routes and frequencies were not reported). At the time of this report, the antibiotic course was completed. On an unknown date, the patient was recovered from the event. It was not reported if pd therapy was ongoing. No additional information is available.